Event description:
It was reported the customer had a no delivery alarm. Customer stated insulin could not be delivered with a plunger and the insulin pump would alarm would no delivery. The customer's blood glucose was 120 mg/dl. Troubleshooting did not occur as the customer stated the insulin pump began to work. Customer declined to return their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.